Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using the proglide device after an unspecified procedure. Reportedly, two proglide devices failed. No further information was provided. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis was limited, as the plunger, suture and link were not returned. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.